Event description:
It was reported to bsc/target that after one day of completing an occlusion of a ccf with the dsb detachable silicone balloon, the first control x-ray plain film showed the dsb in place and inflated. Carotid compression was then recommended. Ten days after the procedure, the second control x-ray plain film showed no balloon. The pt was reported to be in good condition.